Manufacturer narrative:
Investigation ¿ evaluation: on 21jun2021 cook became aware of an incident by a physician at (B)(6) hospital in japan where the complaint device coda lp balloon catheter "rpn: coda-2-9.0-35-120-32 lot: 13640582" ruptured. The balloon was removed, and gore's tri-lobe balloon was used to complete the procedure without problems. No adverse effects to the patient have been reported. A review of the documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications, as well as a visual inspection of the returned device, was conducted during the investigation. The complaint device was returned for evaluation in a used condition. A visual inspection confirmed a circumferential rupture of the balloon. Both marker bands were present. Neither the wire nor the balloon lumen could be flushed with water. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls and inspections are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for lot 13640582 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. Cook also reviewed product labeling. The product instructions for use (IFU), [t_codalp_rev3], provides the following information to the user related to the reported failure mode: warnings ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: - damage to vessel wall and/or vessel rupture. - rupture of balloon. ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ the coda 46mm balloon catheter should not be used to dilation of vascular prosthesis in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. ¿ the coda 46mm balloon catheter should not be used in vessels less than 24mm in diameter. ¿ when used to expand a vascular prosthesis, he balloon radiopaque markers should remain within the prosthesis. Precautions ¿ use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse vens ¿ vessel dissection, perforation, rupture or injury. Product recommendations ¿ balloon inflation volume. ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: - damage to vessel wall and/or vessel rupture. - rupture of balloon. Instructions for use balloon preparation note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. Balloon introduction and inflation 4. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: cars should be taken to monitor balloon manipulations and inflation during fluoroscopy at all times. How supplied ¿ store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided by the complaint facility, device history record, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause for the balloon rupture could not be established. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a coda lp balloon ruptured during a thoracic endovascular aortic repair (tevar) procedure. The procedure was being completed to treat "sine" at the distal end of a previously implanted j graft. Dissection was present up to both external iliac arteries. Access was gained through the right femoral artery. An extra-stiff wire guide was used to deliver and implant a thoracic endovascular graft "to the" previously implanted j graft. At this point, the coda balloon was used to inflate the overlap between the thoracic endovascular and j grafts; however, device rupture was confirmed during the second inflation. Consequently, the device was removed and replaced with a competitor's device. The procedure was completed without issues and no adverse effects to the patient were reported. Contrast to saline mixture was reported to be 3:1. A 30cc syringe was used. Blood was noted in the inflation device, which was used twice at two seconds each time. The user stated that the balloon was inflated "a little stronger than usual" and that the "second inflation was more powerful than the first inflation". No issues were experienced during device preparation or the first inflation.